Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve and diaphragm were replaced. The unit was returned to service. Customer contact reported there is no patient information available.

Event description:
The hospital reported the unit delivered high sustained pressure during a case. There was no report of patient injury.